Event description:
The manufacturer received information alleging a replacement device has brownish color dirt on the water of humidifier every morning and recently the dirt has become worse even though the filters have been changed. Patient states being diagnosed with cancer after starting use of the device and unsure of the cause. The device has not yet been returned to the manufacturer for evaluation. The attempt to have the device returned for evaluation and investigation were unsuccessful. Patient declined to answer questions and terminated the phone call. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported information alleging a replacement device has brownish color dirt on the water of humidifier every morning and recently the dirt has become worse even though the filters have been changed. Patient states being diagnosed with cancer after starting use of the device and unsure of the cause. The device has not yet been returned to the manufacturer for evaluation. The attempt to have the device returned for evaluation and investigation were unsuccessful. Patient declined to answer questions and terminated the phone call. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. A correction report has been filed, to include the initial reports country of origin, the united states.